Event description:
It was reported by the user that the clinic was having issue with their scout lines and lumbar positioning. Basically when they view the images they are wrong, but when they burn them to a cd, they are correct.

Manufacturer narrative:
This device was evaluated remotely, we were able to login to the customer database. This is software product, not singe use device. Eval summary (B)(4): on (B)(6) 2010, a clinical administrator of (B)(6) joint and spine clinic brought up a situation to stryker tech support (B)(4) who was visiting the site where they are having issues with their scout lines on lumbar MRI studies. A lumbar type of an MRI study relates to the spine in the area of the back between the ribs and the hip bones and it includes the 5 lumbar vertebrae from l1 to l5. Basically when they view the scout lines on the saggital views (imaginary vertical plane separating the body into left and right halves of the lumbar MRI study in the officepacs power client) they are incorrectly positioned as referenced by the corresponding axial slice views; this means looking at the body from top to bottom of the anatomical region represented by the scout lines on the saggital views. However, when they burn the study (of the lumbar MRI images) to a cd, the scout lines appear correct. On (B)(6) 2010, further investigation was conducted by testing a sample MRI study from the clinic. It was concluded that the calculation which places the scout lines on the saggital views of the MRI images as represented by the corresponding axial slice views of the same MRI images was shifted by a given but unk margin of error. This resulted in the error where the scout liens were actually representing a different anatomical area than what the axial views were showing. More investigation showed that the likely cause of the calculation error was related to an incorrect installation of officepacs power client either initially (on site since the clinic was on officepacs 3.4 and was upgraded on site to power) or while upgrading to a later version of power. This seems to have caused an unstable environment on the client. The calculation of the scout lines positioning takes place on the client and it is dependent on the "(B)(6)" framework installed on the client locally. When exporting the MRI study to a cd, the scout line issue was not present. The calculation uses a different mechanism which uses leadtools. This is unaffected by (B)(6) or the local client environment and are instead pulled from the server and placed on the cd viewer which handles the calculation correctly. This indicates and is consistent with the fact that the study itself was not failing and that the client's environment was the main contributing cause to the error in the scout lines calculation. The issue on the original client appears to have subsequently been propagated to other clients. The clinic's personnel unknowingly replicated the corrupted environment by taking an "image file" of the original client and reproducing it to the rest of the clients by imaging them with the image of the corrupted client. It is not clear at this point exactly when the issues was first known. According to the clinical administrator, the doctor knew of the issue and factored in the error of the scout lines when before any procedures. He further expressed the concern that depending on the margin of error of the scout lines calculation, it is possible that a physician will not realize that error and may potentially operate on the wrong anatomical region. The clinic has not reported any pt harm to date, however, they expressed the concern of hazard and potential harm. As of 4/30/2010, the issue has been resolved by reinstalling the (B)(6) framework on the client, as well as the officepacs power client software an all of their clients/workstations. The issue has not been reported at other sites, and it is not reproducible in house.